Event description:
Information received by medtronic indicated that customer reported crack on the insulin pump. Troubleshooting was performed and found physical damage to the pump. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump received with flashing medtronic logo. Unable to perform the displacement test and self test. Unable to download history files and traces using thump due to flashing medtronic logo. The pump was cut open to perform visual inspection and found¿a corroded home switch and moisture damage on the pcba 1, pcba 2, motor and force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, overlay scratched, missing display window cover, scratched case, battery tube threads - cracked, broken belt clip rails, cracked case (battery tube), serial number label missing, cracked retainer, retainer knit line damage. Flashing medtronic logo was confirmed due to blank. Cosmetic damage was confirmed at the battery compartment during analysis. Exposure to moisture confirmed on the pcba 1, pcba 2, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.